Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of absence of no delivery alarm and low reservoir alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump would not delivering insulin during a bolus. The customer mentioned that the fill cannula was programmed at 0.1 units. The customer was advised that the pump was not programmed at the correct amount. The customer will return the pump for analysis.